Manufacturer narrative:
This patient is brand new to dialysis having had her first dialysis treatment in 2007. She was using the dialyzer polyflux 17h, which may have been too big for her just starting treatment. It was suggested to facility's clinic supervisor to switch to a smaller dialyzer for a while until the pt gets accustomed to dialysis. Facility's clinic supervisor agreed that this would be the plan for treatment for dialysis on a week later. The pt reportedly dialyzed on a smaller dialyzer (polyflux 8l) for this treatment and tolerated it well without any ill effects. Facility's biomedical technician requested that the machine be inspected after the pt went into respiratory distress. A gambro technician rep inspected the machine. He verified a and b conductivity, temperature, d1 and d2 flowmeters and air bubble detector. He then performed a t1 test / setup. The machine performed according to MFR's specifications. The machine was then approved to be placed back into service. The machine has been used on other pts without incident. Facility's biomedical technician also performed endotoxin and bacterial cultures which results as negative. There is no evidence that a gambro product caused or contributed to the event. Gambro dialyzer MFR also submitted their MDR #9611369-2007-00217 for this event.